Event description:
It was reported that the anchors fractured during procedure. It was confirmed that no pieces were left in the joint and the procedure was completed successfully

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: on (B)(6), in the surgery of the osteomaterials client performed in the city of (B)(6), colombia with dr (B)(6) with the patient (B)(6) with cc (B)(6), the following happened: 1. Tibial spine reinsertion surgery 2. Knee and shoulder instruments are used. 3. Tibial tunnel was performed without inconvenience and reduced thorn fx 4. Is repaired spine using suture slide and suture force diver 5. A new portal is made and the threads are picked up again 6. Threads are passed through anchor reelex reduces fx 7. The dr verifies stability where it is perceived that the stability is not complete, decides to pass two more suture to be fixed again with another reelex 8. The yarn is passed through the anchor and before the anchor hits (after preparation of the site) the anchor in the part where the threads pass splinters 9. It is verified that the anchor is fractured is changed by another 10. The same steps are made with the new anchor and the same thing happens 11. An incident is reported to the commercial with evidence of photos of the anchors used. The two anchors that had problems have the same lot. Evidence of the physical anchors with their respective stickers and box are sent. Take into account that one of the anchors is in the box of the lot that does not correspond to you because the box was discarded by the clinic assistant. The probable root causes could be: 1) improper loading of sutures or 2) use of larger than #2 sutures.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchors fractured during procedure. It was confirmed that no pieces were left in the joint and the procedure was completed successfully.